Event description:
Cpi rec'd info that the implantable cardiac defibrillator was emitting beeping tones every hr. Lead implant form rec'd indicates that the leads were removed from svc on 3/20/98 for a severe insulation failure on the epicardial rate sense lead. Physician elected to explant the epicardial leads and the implantable cardiac defibrillator. The sys was not returned to cpi for analysis.